Event description:
A healthcare facility in louisiana reported that the connection between the y-piece and tubing of rt265 infant dual-heated evaqua2 breathing circuits disconnected during patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided by the healthcare facility. Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuits, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the healthcare facility reported that the subject devices had been discarded, therefore could not be returned for analysis. Additional information provided to f&p healthcare by the healthcare facility indicated that the issue resolved when the connections were checked to ensure they were tight prior to use. Conclusion: based on the information provided by the healthcare facility and without the return of the subject devices, we are unable to determine the cause of the reported disconnections. All rt265 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject devices would have met the required specification at the time of production. The user instructions provided with the rt265 infant dual-heated evaqua2 breathing circuit include the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A healthcare facility in louisiana reported that the connection between the y-piece and tubing of rt265 infant dual-heated evaqua2 breathing circuits disconnected during patient use resulting in a ventilator alarm. There was no patient harm reported.